Manufacturer narrative:
Additional information: as of (B)(6) 2016, the customer's blood glucose has been within target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (low to mid 200s mg/dl). Insulin boluses and injections were used to address the bg level. The customer had also observed air bubbles within the luer lock. The customer thought the air bubbles may be related to the high bg level. Tandem technical support education the customer on the loading process and how to remove the air.